Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. Three months after surgery, the mesh tore apart, requireing another surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient a bilateral inguinal hernia repair on an unknown date and mesh was implanted. Three months post-operative, the patient developed an indirect recurrent hernia. During the reoperation it was noted that the mesh on the left side was completely severed. The defect was repaired.

Manufacturer narrative:
It was reported by legal that the patient underwent a bilateral hernia repair in the lichtenstein-technique and mesh was implanted. In the postoperative course, the patient developed a left-sided reducible recurrent hernia and required an additional surgery. An indirect recurrent hernia was found and the report of the second surgery states that the mesh was completely torn at the location where the slit was created for the spermatic cord to channel through the mesh. The initial mesh prosthesis remains in-situ and an additional mesh was sutured in place.